Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and performed a total service check. The cse replaced the sample probe due to the sticky gel material on the tip. The cse ran water test and quality controls and performed precision testing on the patient sample, which were acceptable. The cause of the discordant, falsely low hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 2000 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an immulite 2000 xpi instrument, resulting higher both times. The sample was repeated five times on the same instrument (s/n: (B)(4)) and all results were higher. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low hcg result.

Manufacturer narrative:
The initial MDR 2247117-2016-00034 was filed on (B)(6) 2016. Additional information ((B)(6) 2016): a siemens headquarters support center (hsc) specialist reviewed the service report and determined that the cause of the discordant, falsely low hcg result on one patient sample was due to the sample probe issue.